Event description:
It was reported that a malfunction alarm occurred. The customer reported they would contact their healthcare provider regarding an alternate form of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.